Event description:
During the device evaluation, the bronchovideoscope was found to display a noisy image during upward/downward angulation operation, due to a malfunction of the imaging unit. There was no patient involved.

Manufacturer narrative:
Based on the results of the investigation, the reported event was likely due to damage or deterioration of parts, environmental problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. However, the root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.